Event description:
Olympus was informed that the 4k camera head is reportedly ¿getting an (unspecified) error code when connecting it to the monitor, also image issues on display¿ during preparation for use. No death injury or harm was reported. The camera will be returned for service.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s reported issue, ¿getting an (unspecified) error code when connecting it to the monitor, also image issues on display¿ was confirmed as the image is displayed but with error e224. Testing confirmed the e224 error issue was due to a defective cable unit. Additionally, the service inspection found the rear cover label is worn/faded and no sense of switch depression for button# 1 due to a defective switch board unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e224 most likely due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.